Event description:
We have received information about a potential incident and would like to inform you about it. A patient receiving 24/7 invasive ventilation with a luisa device suffered a cardiac arrest during therapy on (B)(6) 2026. It is unclear if there is a connection between the respiratory therapy and the emergency situation. However, the hospital staff claimed that an unintended disconnection from the device happened by the time of the cardiac arrest without the generation of an alarm. The device has been received for further technical investigation. Subsequently the information was received that the patient deceased on (B)(6) 2026. It stays unknown whether the patient died as a result of the cardiac arrest or due to other causes.

Manufacturer narrative:
Country of incident: (B)(6). The investigation is considered closed by lmt. No follow-up report will be submitted.